Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device heated up and smoked after 10 minutes of use, the drive shaft was bent, and the safety bolt was defective. This was attributed to normal wear. The motor, motor flex, drive shaft, hose, and ball bearing were replaced. The device was repaired and returned to the customer on 12/17/2012.

Event description:
The customer reported heat. Device was returned for repair. This is report 1 of 1 for complaint (B)(4).